Manufacturer narrative:
Investigation summary ==> it was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered coronary artery stenosis requiring surgical intervention. During the procedure, the electrical potentials of 1-2 electrodes was not displayed. It was also reported that during ventricular tachycardia (vt) mapping conducted in the left ventricle (lv), the st segment was elevated. Coronary angiography (cag) was taken and confirmed occlusion of the right coronary artery. Stent placement was required to open the blocked artery. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, the irrigation and deflection tests were performed, and were found within specification, the catheter was irrigating and deflecting correctly. Then, electrical testing was performed on the catheter and the catheter failed on electrode #1, further investigation revealed electrical wire #1 broken on the connector. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical wire broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
During an internal review on (B)(6) 2019, it was determined that the following corrections were required: report submission date was initially reported as (B)(6) 2019, however it should have been reported as (B)(6) 2019. Lot was initially reported as 30185440l, however it has been corrected to 30185473l. Expiration date was initially reported as 2/24/2020, however it has been corrected to 2/26/2020. Date received by manufacturer should have been initially reported as 7/3/2019, however, it should have been 7/4/2019. Device manufacture date, initially it was reported as 2/25/2019, however it has been corrected to 2/27/2019. Usage of device was inadvertently left blank and has now been populated with ¿initial use of device¿. Addnl. Manf. Narrative/corrctve data, it was initially reported, a manufacturing record evaluation was performed for the finished device 30185440l number, and no internal actions related to the complaint was found during the review. However, this has been corrected to align with the correct product. A manufacturing record evaluation was performed for the finished device [30185473l] number, and no internal actions related to the complaint was found during the review. Initially it was reported that the awareness date of this complaint was on (B)(6) 2019, however at that time, the complaint was reviewed, and it was determined that the issue of noise or partial signal loss was not reportable. On july 4, 2019, additional information was received, and it was noted that there was coronary artery stenosis and that surgical intervention was required, which therefore changed the reportability to reportable and the awareness date to (B)(6) 2019. The issue of noise or partial signal loss was assessed as a not reportable event as the patient's heart rhythm is still visible to the operator when signal noise or loss only affects only the body surface (bs) or intra cardiac (ic) electrograms (but not both). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. On (B)(6) 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and it was noted that upon initial visual inspection, there were no anomalies observed. On (B)(6) 2019, additional information was received and it was noted that the patient was improved. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Surgical intervention. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30185440l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered coronary artery stenosis requiring surgical intervention. During the procedure, the electrical potentials of 1-2 electrodes was not displayed. It was also reported that during ventricular tachycardia (vt) mapping conducted in the left ventricle (lv), the st segment was elevated. Coronary angiography (cag) was taken and confirmed occlusion of the right coronary artery. Stent placement was required to open the blocked artery. The catheter was replaced by a second thermocool® smart touch® sf bi-directional navigation catheter which was used without any issue. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion.